Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) error while using the vela ventilator. The customer requested from carefusion (cfn) technical support, a purchase order of the turbine assy (accessory) and main pcb (printed circuit board) components secondary to the suspect device displaying vent inop. Patient information was not provided by the customer. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. At this time, carefusion has not received the suspect device component for evaluation.